Event description:
During an in-clinic follow-up, x- ray imaging was performed and found the device migrated from the pocket. The device was repositioned to resolve this event. The patient was stable.